Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a vagus nerve reflex and decline in kidney function due to hemolysis which was caused by the pulse field ablation procedure with farawave catheter. Temporary pacing was used to resolve the vagus nerve reflex. The patient was treated with intravenous therapy and laboratory testing for the decline in kidney function. The event was resolved on (B)(6) 2025. The device is not returning as it has been disposed by customer.